Event description:
It was reported that this right atrial (ra) lead was compromised during the extraction of right ventricular (rv) lead. Additional information indicated that the lead was dislodged. The physician decided to not reused the atrial lead and preferred to start with new lead. Hence, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. The patient code appropriate term / code not available captures the reportable event of surgery.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was compromised during the extraction of right ventricular (rv) lead. The lead was explanted. No additional adverse patient effects were reported.